Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer screen was not responding. The printer drawer and stylus were replaced and the software was reloaded and updated. The programmer passed final functional and system tests.

Event description:
It was reported that the programmer screen was not responding, the printer was missing, and a software update could not be installed. The programmer was returned to service. There was no patient involvement.